Event description:
It was reported that the patient experienced a leaking cartridge while changing the cartridge. The patient confirmed that the connector had been attached to the cartridge outside of the device and was provided guidance on properly connecting all components while the cartridge was inside the device. Blood glucose levels were affected, with the patient reporting elevated levels for a couple of hours. The patient did not use backup therapy and reported that the device had not yet issued alerts for prolonged blood glucose levels above 300. Ketone testing was performed and reported as negative. No recent steroid injections, professional medical intervention, or additional assistance were reported. The patient experienced frequent urination and thirst during the event. The lot number for the cartridge was not available. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.